Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported working with a new rep. Frequency was changed. Issue resolved. It was reported that patient had pain around implant site. No new reportable information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient had new pain. Per patient¿s daughter patient reports new pain at ins site. New pain started when she charged her device. States pain is sharp and goes down leg to foot. When device turned off pain stops. Daughter states patient has short-term memory loss. Daughter denies falls or trauma to ins site. Daughter states patient has recently started physical therapy. Field contact (B)(6) will be meeting with patient on thursday, (B)(6) 2022. Patient¿s daughter advised to keep device turned off until meeting. Additional information from the patient indicated that on (B)(6) 2022 they began to experience severe pain at the implant site. Pt spoke to a manufacturing rep phone and notified them about the issue. Pt noted their rep had them turn their stimulation off and wanted them to wait a month to see if there was a change to the pain. Pt noted on (B)(6) 2022 they began to have severe pain again at the implant site, but on (B)(6) 2022 they didn't have pain. Pt said they began to feel pain in their hamstrings and lower back. Pt noted on (B)(6) 2022 they turned the stimulation on without consulting with their rep and their hamstring pain went away and their stimulation was wonderful for 10 hours, but they began to feel pain at the implant site again which they felt a "heavy burning" sensation. On (B)(6) 2022 they woke up with a "sharp and stabbing" sensation down their legs around their knees and they had to turn their stimulation off. Pt noted their pain in their knees was worse than their hamstrings. Patient services specialist (pss) reviewed role of rep. The patient was redirected to their healthcare provider to further address the issue.